Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. A clinical engineer who was present for the procedure mentioned that the cmap was not monitored for about 5 seconds during ablation.

Event description:
A patient was diagnosed with phrenic nerve paralysis (pnp) after a pulmonary vein isolation (pvi) procedure with the heartlight system. Touch up ablation was performed with the heartlight system for the right inferior pulmonary vein (ripv) after all 4 pvs had been ablated. At the end of the treatment it was noted the compound muscle action potential (cmap) had decreased and palpation confirmed the patient's diaphragm was showing only a small movement. The cmap gradually improved over time, but the patient's breathing was shallow. Since the ripv was isolated, no further ablation was performed.